Event description:
The article, "closure of a late-onset iatrogenic left ventricular pseudoaneurysm caused by erosion of an apical muscular vsd device", was reviewed. The article presented a case study of a 3-year-old, 12kg, female patient with a history of large inlet and apical muscular ventricular septal defect (vsd) and a hypoplastic aortic arch with coarctation. It was reported that on an unknown date, a 10mm amplatzer muscular vsd occluder was successfully implanted. Post-procedure, the patient exhibited normal growth, no symptoms, and serial echocardiograms confirmed a well-seated device, no residual leak, and normal left ventricle (lv) function and dimensions. It was then reported 14 months post-surgery, routine echocardiography revealed a 15 × 15 mm anterior-apical lv outpouching with a thin, dyskinetic wall and passive filling during systole. Cardiac magnetic resonance imaging (MRI) and lv angiography findings led to the diagnosis of an iatrogenic pediatric lv pseudoaneurysm linked to an erosion of the vsd closure device. A decision was made to implant a 0.2-inch 14 mm × 60 cm penumbra ruby framing coil followed by a penumbra 30 mm 0.02-inch shapeless packing coil to fully occlude the pseudoaneurysm. At discharge, no residual shunt or pericardial effusion was noted, and at 12-month follow-up, the lvp remained closed. [The primary and corresponding author was raymond haddad, centre de référence malformations cardiaques congénitales complexes, m3c, hôpital universitaire necker-enfants malades, assistance publique¿hôpitaux de paris, paris, france, with corresponding email: raymondhaddad@live.com].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: closure of a late-onset iatrogenic left ventricular pseudoaneurysm caused by erosion of an apical muscular vsd device.

Manufacturer narrative:
As reported in a research article, a 3-year-old, 12kg, female patient with a history of large inlet and apical muscular ventricular septal defect (vsd) and a hypoplastic aortic arch with coarctation had a 10mm amplatzer muscular vsd occluder successfully implanted. 14 months post-surgery, routine echocardiography revealed a 15 × 15 mm anterior-apical lv outpouching with a thin, dyskinetic wall and passive filling during systole. Cardiac magnetic resonance imaging (MRI) and lv angiography findings led to the diagnosis of an iatrogenic pediatric lv pseudoaneurysm linked to an erosion of the vsd closure device. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a coil was implanted to fully occlude the pseudoaneurysm.